Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the patient had plates and screws implanted to close the sternum on (B)(6) 2009. Sometime in (B)(6) 2009, the patient complained of discomfort. An x-ray confirmed a screw was backing out, so a revision surgery was performed to remove the screw. Since the sternum had healed, the doctor removed all of the plates and screws.